Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to an unknown reason.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is now reported that the patient was revised due to tibial loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical products: femur trabecular metal cruciate retaining (cr) standard porous catalog #: 42502806001 lot #: 62342645; articular surface fixed bearing cruciate retaining (cr) left catalog #: 42512000511 lot #: 62335080; nexgen complete knee solution, trabecular metal standard primary patella catalog #: 00587806532 lot #: 62353112. Complaint sample was evaluated and the reported event was confirmed. The returned product was evaluated and it was discovered that the articular surface showed signs of wear (nicked or gouged) and also the pegs were cut off. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The components were reviewed for compatibility with no issues noted. Review of the device history records for the tibial component identified no deviations or anomalies. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the tibial component. Primary operative notes state the patient underwent left tka due to severe degenerative joint disease. It was noted that the final components were placed using a cementless technique. Range of motion and stability were noted to be excellent throughout with well-balanced gaps. No intraoperative complications were noted. Operative notes from the revision surgery state that patient was revised due to mechanical loosening of the tibial component. The description of the procedure states that the femoral component was removed; however, this appears to be a mistake as the billing information and operative procedure state that only the tibial component and articular surface were revised. The back side of the tibial component was noted to have about 50% fibrous ingrowth. The notes also state there was no evidence of infection. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.